Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) afternoon with blood glucose was over 400 mg/dl. The current blood glucose is 81 mg/dl. The customer treated their high blood glucose with syringe. The customer was wearing insulin pump during hospitalization. The customer reported that the document of the outcome of the hospitalization was intravenous fluids, potassium, insulin drip. It was also reported that the battery compartment had crack. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The device was received with cracked battery tube threads, stripped battery cap at coin slot, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and stained address or serial number label.